Event description:
The patient reported that they are feeling an uncomfortable stimulation sensation on the left inner side of their vagina, comparing it to a pressing or poking sensation. It was stated that therapy was confirmed to be on, the uncomfortable stimulation comes and goes, and that therapy has not been working well since implant on (B)(6) 2016. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported the circumstance that led to the lack of therapy was that the device was too strong. The setting was lessened on the device with help. It was very difficult for the patient and she needed 3 hands for the activity, but she managed with 2. The press or poking sensation on the left inner side of the vagina had been resolved. The patient clarified that the "lack of therapy" meant she was still very ignorant about the "device" because she did feel very ignorant, and still did. The patient reported that she probably should experience all the programs before she really knew which one was best for her, but she was not sure she wanted to do that. However, she thought it would be the most intelligent thing to do to get full value out of this change, a "quantum leap" into the rest of her days. The patient did not think getting educated coming out of surgery, drugged, was the best time to be introduced to the device and all its complexities.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.